Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported the insulation was damaged.

Manufacturer narrative:
Alleged failure: insulation has holes. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be user misuse. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported the insulation was damaged.